Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on the electronics. Analysis was unable to perform the idle current, run current, self, off no power, unexpected restart error, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the blank display. The insulin pump was received with a cracked display window, a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that their insulin pump was broken. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be replaced and customer agreed to return the product for analysis.